Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x16 synergy drug-eluting stent was selected for use. However, during unpacking, after the stent was removed from the protective hoop and removing the protective tube, it was noted that the stent had been stretched to the distal side. The procedure was completed with another 3.0mmx16mm synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy, (B)(6), mr, 3.0 x 16mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the stent was damaged; struts pulled and stretched in a distal direction towards the distal tip. The first 3 rows on the proximal end did not appear damaged. Based on the complaint report and the analysis performed the stent damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The stent od (outer diameter) of the undamaged proximal section was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector is within specification. Based on the specified stent protector profile and the maximum crimped stent profile, there is no issues to note with the interaction between the two components. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded and not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found that the inner/outer was returned with a surgical clamp attached. The clamp caused damage to the inner & outer extrusion proximal to the bi-component bond. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x16 synergy¿ drug-eluting stent was selected for use. However, during unpacking, after the stent was removed from the protective hoop and removing the protective tube, it was noted that the stent had been stretched to the distal side. The procedure was completed with another 3.0mmx16mm synergy stent. No patient complications were reported and the patient's status was good.